Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case (battery tube), cracked case, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer reported a crack on the battery area at the end. The product was returned for analysis.